Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: there was no patient involvement 110-6021 error account name: lafayette general medical center account #: (B)(4) asset name: 8015bd pcu dom v9.33.1.2 a/b/g/n asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: 110.6021 upwards of 30 in the last year and has 8 in hand right now with the failure and just got 3 back from repair that were sent in for that problem. Has seen a fair number of 8100's with the same (B)(4) code failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: explained what the error is, stuck keypad, and possible causes. He will open a couple and check for fluid ingress in case that was the cause and address that with cleaning staff. Ref:_00d30y0yr._5000l1jsst5:ref